Manufacturer narrative:
(B)(4). Date of initial report : 02/10/2015; date of follow-up report : 02/20/2015. One lf1537 ligasure device was returned for evaluation. Visual inspection found no residual tissue between the jaws. The jaws were not locked when received. The handle was latched and unlatched without difficulty. The returned sample met specification as received by covidien and the report could not be confirmed.

Event description:
The customer reported that after 20 minutes of use during an ob/gyn case, the device jaws were applied to tissue and could not be re-opened. The device jaws were removed by dissecting tissue directly adjacent to the jaws. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : 02/10/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.